Manufacturer narrative:
The patient¿s meter was returned for investigation. Upon investigation of the returned meter, the display shows no missing or fainted segments. The circuit board shows no contamination that could temporarily lead to the complained error. There was no malfunction of the device.

Event description:
The customer stated that the coaguchek xs meter serial number (B)(4) would not power on, so the customer tried changing the batteries twice. After this, the meter powered on successfully, but the display was faint and not dark as normal. The customer performed a display check of the meter and segments were missing from the result field of the display. The display issue did not start until the batteries were changed. No adverse events were alleged to have occurred. The customer's product was requested for investigation and replacement product was sent to the customer.